Event description:
The facility contacted baxter (B)(4) to report a 2.5 liter triple phase bag that was "split on arrival". It is unknown what process step that this malfunction occurred. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, 'bags were split on arrival,' was confirmed during product evaluation. A photo revealed that the amino and lipid chambers were activated. Investigation revealed that this defect can be created during the packaging, the transport or the storage. The cause was a result of the material supplied to the manufacturing facility. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.